Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 2-1 and 2-2 are not functioning. I attempted to reseat the cards but was unable to restore any of the lights. A field service engineer replaced both controller boards, retractor bands, and the sensor to restore the machine's functionality the system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system exhibiting a black screen and is currently offline, while the refrigerator is emitting a beeping sound. A customer indicated that there had been delays in issuing medication for patients due to a reported malfunction. There were no adverse events or injuries reported based on this event.